Event description:
Approximately two months post achilles tendon repair with orthadapt augmentation, the patient fell down a flight of stairs and re-ruptured the achilles tendon repair; the bioimplant was explanted approximately three months post-repair.

Manufacturer narrative:
Based on the provided case information, the likely cause of the event is patient-induced trauma (falling down stairs). Neither the product or the product lot number were provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.